Event description:
Reportedly, the instrument was placed around lung tissue, pin was manually placed, instrument was closed and handle was released. The handle was squeezed a second time to fire the instrument, handle locked back into fired position. Surgeon resected the bleb. Instrument was opened and chest cavity immediately filled with blood and the lung itself was open. There was no evidence of staples being fired. The surgeon immediately controlled bleeding and closed the lung with suture. The pt lost 350cc of blood. Original procedure: video assisted thoracoscopy converted to a thoracotomy.